Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis. The customer blood glucose level was unknown. It was unknown whether the auto mode feature was on or not. Customer also stated that reservoir lip ring was missed however reservoir was able to lock in place. The insulin pump will returned for analysis.